Event description:
It was reported that the 9800 sys would not boot up and displayed a communication error message. The problem could not be duplicated.

Manufacturer narrative:
No svc info is currently available. Results: communication error.